Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d8, d9, h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: noise may have been generated due to an error in serial digital interface cabling or complete video-1500 used in the combination, not due to oev321uh concerned, as a result of the noise situation in the movie. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the liquid crystal display monitor generated green noise. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.